Event description:
Prior to implant, the physician noticed an issue with the titanium tip of the catheter at the distal end. It was unclear if the tip was "lost" or loose. The catheter was not used/implanted.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.